Event description:
Healthcare professional (hcp) reported 2 incidents of blood leaks on the CT 190g dialyzer. Both incidents occurred with the same pt on use #7 and use #1 respectively. The first leak was noted by an alarm and verified by a positive hemastix result. Blood was not returned to the pt with an estimated blood loss of 200cc. Treatment was continued with a new dialyzer and blood lines. A blood leak was again noted by an alarm and verified by positive hemastix. The treatment was terminated. No pt injury or medical intervention reported.